Event description:
Subsequent to a fall from a bicycle, the pt reportedly could not feel the generator working. The patient's seizure frequency increased and a lead test indicated dc-dc code of 7 (high); the previous appointment showed a dc-dc code of 2. X-rays were taken and no fractures were seen in 2000, the generator was explanted and a new system (generator and lead) was implanted. During the surgery, the surgeon could not remove the old electrode from the nerve and so he cut them at the nerve. The surgeon also stated that there was significant manipulation of the nerve when trying to remove the old electrode. In 11/2000, the pt saw an ent and was diagnosed with vocal cord paralysis. The new generator has not been activated since the implant.